Manufacturer narrative:
(B)(6). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stomach pain. On an unknown date during an endoscopy procedure, a non-bleeding duodenal bulb ulcer was found, possibly due to the j-tube rubbing up against it. On (B)(6) 2019, the j-tube was replaced. When the j-tubing was removed, it was found to be in pieces. The duodenal ulcer was treated with zantac and pantoprazole. It was determined that the patient's stomach pain was related to ferrous sulfate that the patient had received for low ferritin levels. The low ferritin was not attributed to the duodenal ulcer or to the j-tubing.